Event description:
On (B)(6) 2012, it was reported that this patient had died some time ago. No additional information was available. An online search revealed that the patient died unexpectedly due to a seizure at a community based residential facility. Attempts for product return were unsuccessful as the site was uncertain as to if the device was explanted and, if it was explanted, where it would be. Attempts for the patient's death certificate have also been unsuccessful. A sudep evaluation was performed. The death event was reviewed and with the available, information has been determined not to be sudep. The obituary, which is the only source of information, notes the patient died unexpectedly due to a seizure at a cbrf (community based residential facility). The patient's programming history was reviewed. The patient's last known settings were dated (B)(4) 2006. A battery life calculation performed on (B)(4) 2012 indicated negative results at the time of death.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, a copy of the patient's death certificate was received. The certificate confirmed the date of death to be (B)(6) 2006. The immediate cause of death was a terminal seizure due to seizure disorder.

Event description:
A review of national death index data found that the patient suffered from mild mental retardation. During an internal review, an additional sudep evaluation was completed which determined that the cause of death was possible sudep.